Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 1600 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump status and/or the event log reported a motor stall occurred on (B)(6) 2017. The patient did not recently have an MRI. There were no symptoms reported. It was noted that no recovery had occurred. It was unknown if there were any environmental, external, or patient factors related to the event. For troubleshooting, the pump was interrogated and the account called technical services. The pump would be replaced on (B)(6) 2017. The patient was being admitted to the pediatric intensive care unit (ICU). The issue was not resolved at the time of the report and the patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative; the pump was explanted on (B)(4) 2017. It was reported that the motor stall had been resolved by replacing the pump. It was stated that the cause of the motor stall was undetermined. It was unknown if the patient experienced any symptoms related to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the lower shaft of gear number two. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests, and did not meet the dispense accuracy specification by dispensing less fluid than the programed rate during one of four tests. Evaluation code-result no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The date of onset for the event was reported as (B)(6) 2017. It was reported there were no symptoms. It was indicated the device was ¿removed in entirety (B)(6).¿ the pump logs indicated the device was being used to deliver 2,000.0 mcg/ml of baclofen at 1,598.7mcg/day. The logs indicated a motor stall occurred on (B)(6) 2017 at 12:09, and a stopped pump period may exceed tube set message occurred (B)(6) 2017. Of note, it had previously been reported the device was removed (B)(6) 2017. The device was received by the manufacturer on (B)(6) 2017, which is more consistent with the (B)(6) 2017 explant date.